Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, the patient's atrial septal defect was sized at 32 mm and a 34 mm amplatzer septal occluder (aso) was implanted. The following day, the aso was noted to have embolized. The patient was referred to surgery due to the size of the defect. The patient is reported to be doing well. The aso was discarded post-surgery and will not be returned for analysis.